Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
During a routine change out, the outer insulation of the right ventricular (rv) lead was cut by accident. Silicone adhesive and a lead cap kit with the end cut off were placed over the lead at the insulation breach. The pacing, sensing, and lead impedance were all stable and within normal limits after testing with the new device. The rv lead remains in use. No patient complications have been reported as a result of this event.